Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation caused by another device located in the mid left anterior descending coronary artery that was non-tortuous, non-calcified and 90% stenosed. A graftmaster rx 2.80 x 19 mm coronary stent graft system was advanced towards the vessel but could not cross due to the patient anatomy. There was no interaction of devices. As another graftmaster device was not available, a balloon was used to successfully seal the perforation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The cine of the event was received and reviewed by an abbott clinical specialist who concluded the following: no evidence angiographically of perforation. Graftmaster failed to cross through previously stented vessel. The investigation determined that the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.